Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultramini meter's display was cracked when she opened the packaging. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue occurred two to three weeks ago. She received a new meter in the mail and when she opened the packaging the display on the meter was cracked. After the reported issue, the pt reported feeling shaky and sweaty. She sought medical attention with emergency services and she was given something to eat/drink. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged symptoms and medical attention for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.